Event description:
It was reported by repair work order that the scale was inaccurate due to load cell failure. No patient was affected and no adverse consequences or clinically relevant delay in treatment was reported.